Manufacturer narrative:
Add'l info: (B)(6).

Event description:
It was reported that on: (B)(6) 2012 patient presented with following pre-operative diagnosis: 1. L4-l5 degenerative disk disease. 2. Lumbar spondylosis. 3. Lumbar radiculitis. 4. Low back pain. Patient underwent following procedures: 1. L4-l5 laminectomy, partial facetectomy, foraminotomy and decompression of cauda equine. 2. L4-l5 transforminal lumbar interbody fusion with peek cage, autograft and rhbmp2/acs. 3. L4-l5 non segmental instrumentation with pedicle screws and rods. 4. Lateral arthrodesis with auto graft, bone graft matrix, rhbmp2/acs l4-l5. 5. Peek cage. 6. Auto graft taken from the same incision. 7. Mayfield. 8. O-arm/stealth. Per op notes: surgeon filled the center of the cage with rhbmp2/acs sponge, the cage was tapped in to position. Surgeon decorticated the transverse processes and added a layer of rhbmp2/acs followed by bone graft matrix and auto graft. After which a facet screw on the right.

Event description:
It was reported that a patient underwent a transforaminal lumbar interbody fusion (tlif) and posterolateral fusion surgery from l4 to l5 on (B)(6) 2012 using rhbmp-2/acs. The rhbmp-2/acs/collagen sponge was placed in the lateral gutters. Sometime postop, the patient experienced low back, left hip, and left leg pain, with numbness and tingling in her lower extremities. A lumbar CT scan performed on (B)(6) 2013, revealed new post-surgical changes with ectopic bone growth. The patient also has numbness and tingling in her lower extremities, experiences a burning sensation when walking and has difficulty with balance.

Manufacturer narrative:
(B)(4). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.